Event description:
The manufacturer received information alleging that the touch screen of the device is not working. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found the pca was burnt and ui bezel plus was scratched. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and four error code was present when reviewed. Lastly, the device was scrapped due to customer's request.